Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the first fiber kept kicking into standby mode after a while of being used, then finally burnt out and quit working. The fiber was exchanged but when the physician stepped on the pedal to continue the case, it was noticed that the fiber was broken. A third fiber was used to complete the procedure. There were no patient complications.